Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, creases flat and yellow biological tissue in the shell. Cloudy in the gel observed after autoclave cycle. The device is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.